Manufacturer narrative:
(B)(4). The following was obtained: what was the initial procedure? It was ophthalmology surgery, unknown. Could you please confirm if both devices belongs to this single procedure? Both devices were used at the same time. What was used to complete the procedure? Unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Event reported via: 2210968-2021-08678.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Date sent to the FDA: 11/16/2021. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances related to the reported complaint condition were identified. Additional h-3 summary: upon visual inspection of the returned sample, the suture was received in pieces, damages at the surface, in addition the ends were observed broken due to stress applied. After further evaluation crimping marks were observed on the surface suture possibly from a surgical instrument and functional test cannot be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. Representative samples: two packets of product code w817 were returned for analysis with the packaging closed. Upon initial inspection to the samples no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue related to damaged or breakage suture and no defects were observed during evaluation. Functional test was performed, and the tensile strength result were above the minimum requirements. Additional h6 component code: g07002 ¿ reported condition not confirmed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.